Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, including electrical, mechanical and environmental tests, it was indicated that the device exhibited normal device characteristics with no anomalies.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was sudden cardiac death, cad and paroxysmal atrial fibrillation.